Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. Visual inspection of the returned pump revealed the presence of biomaterial on the impeller within the cannula. Based on the available information, the root cause of the reported thrombus ingestion was due to patient condition related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 76-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed thrombus. Upon, explant, the clinicians observed a clot on the device. The pump performed with no issues throughout support. There was no reported harm to the patient.